Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.3.

Event description:
Healthcare professional reported ¿device rupture¿. This record is for the left side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a5, d4, d9, e1, h3, h6.

Event description:
Healthcare professional reported left side ¿device rupture.¿ device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as unidentified (tear) opening (shell thickness within specification) also observed broken assessed as surgical damage and missing piece of shell assessed as inconclusive. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported left side ¿device rupture.¿ device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿device rupture¿. This record is for the left side. Device was explanted and replaced with another manufacturer's device.